Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The sample was then centrifuged and rerun on the same instrument and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The sample had been repeated on the same instrument and resulted as expected twice. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.